Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:654:0000 which failed to audibly alarm was confirmed during product evaluation in the pump's event history. This condition was caused by a pinched speaker harness wire. The entire rear housing, which includes the speaker assembly, was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 550:320:654:0000. This problem was identified during service and failed to audibly alarm as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.